Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting during a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted igbts damaged the +5v power supply and u409 on the computer/analog pca. The root cause for the shorted igbt components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.